Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found within specification in relation to the reported false upstream occlusion which was not reproduced. The event history log review was performed and revealed that the customer experienced multiple "upstream occlusion!" Alarms, however the log cannot be used to distinguish true and false alarms. The evaluator found the ultrasonic sensor calibration values within specification and visual inspection of the sensor revealed no abnormalities. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false upstream occlusion. There was no patient involvement. No additional information is available.